Event description:
It was reported the customer received the following results on a performa nano meter, compared to a lab result, within 10 minutes: 8.4 mmol/l (meter) and 4.4 mmol/l (lab). No adverse event reported. The suspect device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.